Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to cylinder erosion through the urethra lumen the patient had his inflatable penile prosthesis (ipp) removed. The ipp was explanted and a new device was implanted. It was noted the patient outcome from this surgery was good. Should additional information be received a supplemental report will be submitted.